Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic while experiencing localized wound tissue discomfort on the left side due to pocket erosion. Test results were (B)(6) for staph infection. The infection was suspected to be related to device. The device was explanted. Antibiotics were prescribed and device was not replaced. The patient was stable throughout the event.